Event description:
On (B)(6) 2014 a dexcom territory business manager contacted dexcom technical support to report that one of his patients had expired on (B)(6) 2014. It is unknown if the patient was using the dexcom cgm system at the time of his death. There are very few details available regarding the events leading up to the patient's death at this time. Dexcom has made numerous attempts to contact the family for more information but has thus far been unsuccessful. The official cause of death has yet to be determined. Dexcom issued a rga to return the device for further investigation and will attempt to contact the patient's primary care physician. A supplemental report will be submitted when more information has been received.

Manufacturer narrative:
(B)(4). The dexcom g4 platinum cgm receiver was returned to dexcom and received in good condition and a complete investigation was completed on (B)(4) 2014. Hardware/software investigation was conducted and quality control review was performed. Receiver successfully passed functional testing. Manual audio checks verified that the speaker and vibrator were fully functional. Correct firmware revision 2.0.1.158 was installed. No ncmrs were associated with the lot number for this receiver. The results of the investigation confirmed that no fault was found with the receiver. Review of the receiver data confirmed the device functioned properly, alerting with audible and vibratory alarms according to settings. The sensor in use at the time of the patient's death had failed twice upon attempting initial startup on (B)(6) 2014, at 09:16am and 09:48am which is indicated by a warning displayed on the receiver. The patient restarted the failed sensor a third time and continued to use it until his death a day later which is against user guide instructions and constitutes misuse of the device. The last user interaction with the receiver was at 09:25 pm on (B)(6) 2014 which was the evening prior to the patient's death. Dexcom's in-house physician has attempted to contact the patient's primary care provider to obtain more information, but was unsuccessful.